Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed several odd low-power advisories and rsoc values while the patient was connected to both batteries and wall power. There were no other unusual events recorded in the log file event history. The controller was old and worn. The controller and modular cable were exchanged. The modular cable had a compromised outer sheath at multiple locations. The patient denied any specific traumatic events to the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical relative state of charge (rsoc) values and low voltage advisory alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 10 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Throughout the entire log files, while connected to any power source, the voltage values on both power cables were intermittently lower than expected due to rsoc fluctuations. On (B)(6) 2023 at 7:54:16 and (B)(6) 2023 from 1:36:13 ¿ 5:54:15 and 19:56:13 ¿ 20:43:13, the rsoc voltage fluctuations caused intermittent atypical power cable disconnect and low voltage advisory alarms to activate. The alarms were not associated with power source exchanges and resolved shortly after activating. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on most of the underlying wires. The cable jackets were removed and fluid ingress was found; however, there was no damage to the underlying wires. Despite the wire fatigue and fluid ingress, the system controller was able to operate a pump without issue for extended operation. No alarms were reproduced. A root cause for the reported event was unable to be conclusively determined; however, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.